Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced continuous, ongoing low blood glucose (bg) levels in the 40's mg/dl range due to an unknown cause. Bg level was addressed by consuming food. Recommendation was made to consult with their health care provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg (blood glucose) levels were not confirmed. There were no irregular bolus deliveries requested. Cgm alert 3 (cgm glucose reading below the user¿s threshold) annunciated on multiple days between (B)(6) 2018 and (B)(6) 2018. Basal rates were slightly increased throughout the week. Complaint could not be confirmed. There were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence of device malfunction.